Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing resulting in atrial tachy response (atr) episodes. Technical services (ts) reviewed noting this was likely due to electrocautery during the device implant procedure since there is noise on all channels. It was observed that the presenting electrogram (egm) did show a short run of atrial flutter. This crt-d remains in service. No adverse patient effects were reported.